Event description:
It was reported that a healthcare provider notified customer care that the patient experienced a hypoglycemic event after meal announcements while using the ilet bionic pancreas, and the provider stated that reports could be accessed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported alarms or alerts and no hospitalization. Investigation included plans to follow up with the patient for additional information and review of available device reports. Investigation of this case revealed that the cause of the hypoglycemic event remained unclear based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.